Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a caretaker described frequent glucose fluctuations with nighttime hypoglycemia while using an ilet system, noting that meals were not being announced and that low glucose events were sometimes treated with more than 15 grams of oral carbohydrates; education was provided to use 15 grams and reassess after 15 minutes, and the user¿s weight was updated to reflect a greater than 15 percent change with assignment of an attention task. Symptoms included low glucose and high glucose with shakiness reported. Outcomes included no emergency care or hospitalization. Investigation included troubleshooting and education on proper meal announcements and hypoglycemia treatment. Investigation of this case revealed user technique issues related to unannounced meals and potential overtreatment of hypoglycemia, with no device component malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user technique.